Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. After activating the system, it became apparent that the patient was not getting sufficient pain relief. CT and MRI testing found structural issues with the spine. The patient's physician recommended additional spinal surgeries to place hardware in the spine. The nalu system was surgically explanted on (B)(6) 2024 in order to prepare for the other procedures.

Manufacturer narrative:
There is no indication of any system or component failure. The lack of efficacy of the nalu device is due to the nature of the patient's condition. Surgical intervention was performed in order to allow the patient to move forward with other procedures.